Event description:
The pt is reportedly experiencing intermittencies. External equipment was exchanged and programming adjustments were made, however, these did not resolve the issue. Revision surgery is under consideration.